Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) contacted the customer over the phone to address the reported event. Fse verified the issue of attaching the peek tubing to the top of the prefilter housing. Upon further troubleshooting with the customer, the fse found that the customer was trying to attach the peek tubing to the housing while the prefilter housing was not attached to the unit first. Fse then instructed the customer on the correct way to attach the tubing. The customer verified that the instrument was operating as expected. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during this time. The g8 operator's manual under chapter 3, assay operations, section 7, states the following: 7. Other items to check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. The most probable cause of the difficult connection was due to operator error of failure to securely attach the prefilter housing prior to attaching the peek tubing.

Event description:
On (B)(6) 2018, a customer reported that after changing the filter, they had difficulty reattaching the peek tubing to the top of the prefilter housing with the g8 instrument. The customer reported that the instrument was running normally with no leaks visible, pressure of 10.7 and sa1c retention time of 0.61. The column count was 5434 but they stated they would be changing it that day. The customer is concerned that there is something wrong with the connection because it was so hard to reconnect line. A field service engineer (fse) was dispatched to address the reported event, which could have resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.